Event description:
After the last of four ir45v reloads had been fired via an i45v stapler in a left upper lobectomy procedure it was observed that the staples were underformed. The staple line was subsequently oversewn on the lobar artery stump.

Manufacturer narrative:
Patient's age weight and gender are unknown. There were fully formed staples found in the fire socket inside the clamping asembly. This is an indication that the user may not have cleaned the device between firings as directed in the instructions for use. These staples in the fire socket may have contributed to the reported underformed staples. When tested, the device functioned as expected.